Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly not experiencing pain and is doing well. The recipient's device will not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with device use. The recipient did not receive medical treatment. Revision surgery is scheduled.